Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The loosening kirschner wire (k-wire) caused the forceps angulation to not meet standards. The light guide lens was dirty. The side cover, the nozzle and the insertion tube were found to be deformed. The insertion quantity was out of standards due to the deformed channel tube. Fluid was leaking out of the channel tube due to perforation and corrosion was found at the electrical connector. The lock lever was scratched, the connecting tube coating was peeling, the adhesive on the bending section cover was partially missing, there was a crack at the distal end and the charged coupled device (ccd) was damaged, causing a crease at the screen. The angle wire was worn, which had caused a gap in the up/down knob and the angulation in the down direction to be out of specification. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the kirschner wire (k-wire) on the evis lucera duodenovideoscope was loosening, which was observed prior to an unknown procedure. During the inspection of the returned device, the light guide lens was found to be dirty. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
Please see the update to b3, the event date was (B)(6) 2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that physical stress generated a gap in the distal end allowing foreign material inside the light guide lens. The following is included in the instructions for use (IFU) and may help detect or prevent the event: "preparation and inspection_ inspection of the endoscope inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." "Important information ¿ please read before use_ warnings and cautions warning: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.